Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Further evaluation of the device confirmed the followings; -the manufacturing history (DHR) indicated no irregularity. -the reported event was reproduced. Omsc confirmed that the same model had a similar malfunction in the past at the user facility. Therefore, omsc assumed that the reported event was caused by power environment of user facility or the accidental failure of power supply unit. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
Evaluation of the subject device by olympus trading (B)(4) limited (B)(4) confirmed the following; broken socket was noted. If additional information becomes available, this report will be supplemented.

Event description:
The subject device failed to start up. There was no report of patient injury associated with this event.